Event description:
Procedure type: low anterior resection. According to the reporter: during a radical rectal cancer resection, the surgeon could not drawn back the device after firing it. Incomplete cutting was noticed when the donut was inspected and leakage is observed. The surgeon used suture to complete the procedure which was prolonged by four hours. No tissue loss occurred, and no bleeding was reported.